Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Improper or incorrect procedure or method, patient selection, heavily calcified right common femoral artery. The second proglide device is being filed under a separate medwatch MFR number. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. A suture break can be caused by a number of factors including, but are not limited to, too much tension applied or the suture was nicked. Ultimately, the return of the proglide device may have aided the investigation in determining a cause for the experienced suture break. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of sutures are tested under stress for diameter measurements before release to manufacturing. A sampling of finished devices is also tested to verify the functionality of the device. A review of the finished product lot history record did not reveal any non-conforming material records associated with this lot. Based on the information received with this incident and without the product to examine, a definitive cause for the reported experience cannot be determined.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the whole monofilament was returned intact and the needle tip still attached to the rail end. The plunger, cuffs and link were not returned with the device which limited the scope of the investigation. Based on the investigation findings, a posterior cuff miss occurred because the needle tip was returned without the posterior cuff. There was no needle strike mark on the posterior foot. During the investigation, a proxy plunger was inserted to test the needle trajectory and the results were acceptable. The most probable cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue because of challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.) Or failure to position and maintain the device at a 45 degree angle throughout deployment. It was reported that a proglide device was used for arteriotomy closure of a heavily calcified femoral artery after an interventional procedure. Whether calcification of the femoral artery contributed to the event is not known. There does not appear to be any indication of a lot-specific product quality deficiency.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a heavily calcified right common femoral artery after an interventional procedure. Reportedly, during the procedure the suture broke. A second proglide device was used with the same results. Manual compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.